Manufacturer narrative:
Based on the reported event and details provided, neither a manufacturing nor design defect could be confirmed. It is most probable that the failure is associated with a use error. Precautions/warnings supplied with the device clearly state that users shall never put hands into container opening and provide adequate instructions for locking the rotor door. Furthermore, the height of installation of the sharps container is not controlled by the manufacture and recommendations are provided by niosh. The national institute for occupational safety and health (niosh) provides guidance in the publication of ¿selecting, evaluating and using sharps containers¿ for the ideal standing installation height for a fixed sharps disposal container. It is not known if the customer referred this standard or if a different method for determining the height of the container was selected. This investigation determined that further investigation is not required. If additional information is obtained this complaint may be reopened. This complaint will be tracked and trended to ensure the issue is not systemic.

Manufacturer narrative:
Additional information has been requested but to date has not yet been received. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
Customer reports: despite instructions on how to lock the circular closure, they were unable to close the container.